Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a battery replacement due to battery depletion. It was then later found during a programming history database periodic review that the patient was seen to have high lead impedance. No known surgical intervention with the suspect device has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed and the returned generator. An interrogation (pulse disabled), a system diagnostic test (pulsedisabled would not reset), and a vbat calculation (shows an eos (end of service) =yes condition) were performed. The pulse generator was opened, the measured battery voltage confirmed an eos condition. There were no performance, or any other type of adverse conditions found with the pulse generator.